Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-513a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the fiber exhibits severe melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure at 112,752 joules and 20 minutes of usage "fiber in standby" was noted. The fiber was exchanged and the case was completed by utilizing finishing fiber at 223,801 and 49.71 minutes. No injury to the patient was reported.